Manufacturer narrative:
The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a loose drive support disk and a missing end cap sticker.

Event description:
The insulin pump was returned for analysis and failed due to a loose drive support disk.

Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct date has been provided in this report.